Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital staff that the patient presented due to short of breath and was found to have a device malfunction that was confirmed by a ramp test with supporting data (e.g. (B)(4)). The pump was exchanged.